Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suspected that the implantable pulse generator (ipg) "isn't working" and has an irregular rhythm. The ipg remains in use. No further patient complications have been reported as a result of this event.